Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, core kink and material break appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with anatomical conditions resulting in the failure to advance. It is likely that during advancement, the guide wire kinked and broke against the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a tortuous and calcified lesion in an unknown artery. An unspecified bmw guide wire was advanced; however, resistance was felt in the tortuosity. The guide wire kinked and broke. The guide wire was removed and the procedure was successfully completed with a new unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.